Manufacturer narrative:
The technical investigation revealed that the orsiro stent is severely deformed at its proximal end. Microscopic analysis revealed stent imprints on the exposed balloon surface indicating that the bent struts were initially crimped on the balloon. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. The root cause is most likely related to external factors during the procedure.

Event description:
Ous MDR - an orsiro drug-eluting stent system was selected for use. During device introduction the physician felt some resistance and decided to withdraw the stent. Upon withdrawal a stent strut deformation was noticed.